Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate prompting a low insulin alert and then a empty cartridge alarm. Customer¿s blood glucose was 115 mg/dl. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to continue troubleshooting with the customer; however, all were unsuccessful.